Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device pbm614 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent radical operation of bladder cancer and ileal replacement of bladder on an unknown date and suture was used. The needle broke when sewing in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.